Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loss of power / battery function. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the battery died. There was no adverse patient impact reported.